Event description:
Boston scientific received information that the pacemaker¿s remaining longevity was decreased to one year. A slight decrease in impedance measurements was also observed on the leads. Boston scientific technical services (ts) discussed possible reason of the event. Ts also discussed the device was not depleting prematurely. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the battery status for this pacemaker decreased from greater than 4.5 years remaining to 3.5 years remaining in a six month timeframe. A longevity calculation conducted by boston scientific technical services (ts) did not show that the device battery was depleting prematurely. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.